Manufacturer narrative:
Philips service replaced the x-ray tube, hivo, miu, and point and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure stopped during procedure due to oil leakage damaging components on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.